Event description:
Hillrom received a report from the account that the emergency stop on the sabina ii ee sit to stand lift is not working. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).

Manufacturer narrative:
The hillrom technician found that the control box needed to be replaced. The sabina lift should be subject to periodic inspection at least once per year according to the IFU, 7en155106 rev. 2. A search of the hillrom maintenance records, resulted in no preventative maintenance record on this lift. It is unknown if the account performed any preventative maintenance on this lift. The periodic inspection for mobile lifts and sit-to-stand lifts (3en371001, rev 5) states: 10 emergency stop press the emergency stop button. With the emergency stop pressed in, verify that the hand control buttons do not operate the lift. Turn the red emergency button in the direction of the arrows. Verify the button releases from the locked position into the raised, open position. A new control box including a new emergency stop has been sent to the account for replacement to resolve the issue. Based on this information, no further action is required